Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a device check high thresholds were noted on the right ventricular (rv) lead. No action was taken at the time and the patient was instructed to return in six months for follow up. The patient did not return and it was reported the patient fainted, which was attributed to early battery depletion due to high thresholds on the rv lead. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was capped.